Event description:
See initial report.

Manufacturer narrative:
H.10: two (2) over five (5) devices which were in use at the hospital resulted to be contaminated. Only one serial number has been provided ((B)(6)) and a follow up report for the cases associated to this specific device has been filed. The second serial number remains unknown as well as the type of contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
No further patient information was not provided. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4), united states. A review of the service history in sap did not identify any deviations or non-conformities relevant to the reported microbiological contamination. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Through follow up communication, livanova (B)(4) learned that a test result for mycobacterium chimaera infection on female patient is confirmed and a full genome sequencing at cdc has been performed. Patient is stable and no therapy has been given at this time because the patient has not kept the appointments for follow up testing. Hospital performed lab test on water, which confirms the contamination with mycobacterium chimaera. The report has been provided to livanova (B)(4). Through follow up communication, livanova (B)(4) learned from the hospital that no lab tests on the device has been performed, the device has been cleaned regularly per the instruction for use, is emptied after cases on a daily routine. No water is stored in the device when not in use. The device is placed inside of the operation theatre during use with the fan of the device positioned toward the air intake of the operation room, parallel to and outside of the laminar flow of the operating room with an estimated distance between the surgery field and the device of 7 feet and at the level of the patients lower extremity. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a medwatch# (B)(4) in which was reported, that a patient had aortic valve replacement in (B)(6) 2019 during which a heater-cooler system 3t was utilized during procedure. As post-procedure the aortic valve tissue was tested positive for mycobacterium chimaera.